Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise on the atrial lead was noted via merlin transmissions. Review of the episodes indicated that the noise was larger than the atrial sensed events and caused inhibition of pacing which caused patient to be symptomatic to. Lead impedance also dropped and was frequently oor. It was discussed that the issue may be a lead insulation issue. Lead replacement was recommended.